Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 01-mar-2024. The most recent information was received on 08-mar-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 39 year-old female patient who had essure inserted (lot no. C26940, c26955) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device insertion ("a spasm prevented proper implantation in the fallopian tube" on (B)(6) 2014). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced device placement issue ("the left insert is half in the fallopian tube and half in the uterus because a spasm prevented proper implantation in the fallopian tube.") And fallopian tube spasm ("a spasm prevented proper implantation in the fallopian tube"). In 2016 she experienced abdominal pain (seriousness criterion medically important) and menometrorrhagia ("longer menstrual periods - bleeding between menstrual periods - vaginal bleeding"). In 2017 she experienced diverticulitis ("diverticulitis"). In 2018 she was found to have fibroadenoma of breast ("fibroadenomas of the breasts"). In 2021 she experienced burnout syndrome ("collapsed due to burnout"). In (B)(6) 2023 she experienced achilles tendinitis ("double achilles¿ tendinitis"). In (B)(6) 2023 she experienced elbow tendinitis ("right elbow tendinitis"). On unknown date she experienced fatigue ("chronic fatigue"), sleep disorder ("sleep disorder"), a first episode of disturbance in attention ("impaired concentration"), oedema peripheral ("ankle oedema"), mucous stools ("odorous mucous stools") and a second episode of disturbance in attention ("impaired concentration"). The patient was treated with physical therapy. Essure treatment was not changed. At the time of the report, the burnout syndrome was resolving and the abdominal pain, menometrorrhagia, fatigue, sleep disorder, latest episode of disturbance in attention, oedema peripheral, mucous stools, diverticulitis and fibroadenoma of breast had not resolved. No causality assessment was received for essure with regard to device placement issue, fallopian tube spasm, burnout syndrome, achilles tendinitis, elbow tendinitis, fatigue, sleep disorder, menometrorrhagia, the first episode of disturbance in attention, oedema peripheral, mucous stools, diverticulitis, fibroadenoma of breast, abdominal pain or the second episode of disturbance in attention. The reporter commented: insertion of two essure inserts on (B)(6) 2014. Increased risk: the left insert is half in the fallopian tube and half in the uterus because a spasm prevented proper implantation in the fallopian tube. Abdominal x-ray on (B)(6) 2014 for follow-up of essure inserts found the inserts to be in place, symmetrical and well-positioned in relation to the uterine cavity and the intrauterine device; in 2016, ultrasound was done for abdominal pain and bleeding between menstrual periods. The doctor then noted the strange implantation of the left implant. I did not notice it in 2016 because it was consistent with the information the gynaecologist gave me verbally in 2014. However, given the information I read on the website of the network for mutual aid, support and information on tubal sterilisation (resist) association, this left insert has a high risk of deteriorating (strained soldering). Request for removal underway. Patient¿s current status: in 2021, I collapsed due to burnout. I slowly got back on my feet over the span of 2 years. I think I have returned to a decent psychological level, but I am still fragile and hypersensitive. In (B)(6) 2023, I was stuck with double achilles¿ tendinitis, then right elbow tendinitis starting in september. I still see a physiotherapist at least once a week. I am noting the most bothersome disorders. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2014: without contrast: follow-up of essure inserts: the inserts are found to be in place, symmetrical and well-positioned in relation to the uterine cavity and the intrauterine device [ultrasound scan] (date unknown): for abdominal pain and bleeding between menstrual periods: the doctor then noted strange implantation of the left implant. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 08-mar-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 01-mar-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 39 year-old female patient who had essure inserted (lot no. C26955 , c26940) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device insertion ("a spasm prevented proper implantation in the fallopian tube" on (B)(6) 2014). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced device placement issue ("the left insert is half in the fallopian tube and half in the uterus because a spasm prevented proper implantation in the fallopian tube.") And fallopian tube spasm ("a spasm prevented proper implantation in the fallopian tube"). In 2016 she experienced abdominal pain (seriousness criterion medically important) and menometrorrhagia ("longer menstrual periods - bleeding between menstrual periods - vaginal bleeding"). In 2017 she experienced diverticulitis ("diverticulitis"). In 2018 she was found to have fibroadenoma of breast ("fibroadenomas of the breasts"). In 2021 she experienced burnout syndrome ("collapsed due to burnout"). In (B)(6) 2023 she experienced achilles tendinitis ("double achilles¿ tendinitis"). In (B)(6) 2023 she experienced elbow tendinitis ("right elbow tendinitis"). On unknown date she experienced fatigue ("chronic fatigue"), sleep disorder ("sleep disorder"), a first episode of disturbance in attention ("impaired concentration"), oedema peripheral ("ankle oedema"), mucous stools ("odorous mucous stools") and a second episode of disturbance in attention ("impaired concentration"). The patient was treated with physical therapy. Essure treatment was not changed. At the time of the report, the burnout syndrome was resolving and the abdominal pain, menometrorrhagia, fatigue, sleep disorder, latest episode of disturbance in attention, oedema peripheral, mucous stools, diverticulitis and fibroadenoma of breast had not resolved. No causality assessment was received for essure with regard to device placement issue, fallopian tube spasm, burnout syndrome, achilles tendinitis, elbow tendinitis, fatigue, sleep disorder, menometrorrhagia, the first episode of disturbance in attention, oedema peripheral, mucous stools, diverticulitis, fibroadenoma of breast, abdominal pain or the second episode of disturbance in attention. The reporter commented: insertion of two essure inserts on (B)(6) 2014. Increased risk: the left insert is half in the fallopian tube and half in the uterus because a spasm prevented proper implantation in the fallopian tube. Abdominal x-ray on (B)(6) 2014 for follow-up of essure inserts found the inserts to be in place, symmetrical and well-positioned in relation to the uterine cavity and the intrauterine device; in 2016, ultrasound was done for abdominal pain and bleeding between menstrual periods. The doctor then noted the strange implantation of the left implant. I did not notice it in 2016 because it was consistent with the information the gynaecologist gave me verbally in 2014. However, given the information I read on the website of the network for mutual aid, support and information on tubal sterilisation (resist) association, this left insert has a high risk of deteriorating (strained soldering). Request for removal underway. Patient¿s current status: in 2021, I collapsed due to burnout. I slowly got back on my feet over the span of 2 years. I think I have returned to a decent psychological level, but I am still fragile and hypersensitive. In (B)(6) 2023, I was stuck with double achilles¿ tendinitis, then right elbow tendinitis starting in (B)(6). I still see a physiotherapist at least once a week. I am noting the most bothersome disorders. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2014: without contrast: follow-up of essure inserts: the inserts are found to be in place, symmetrical and well-positioned in relation to the uterine cavity and the intrauterine device. [Ultrasound scan] (date unknown): for abdominal pain and bleeding between menstrual periods: the doctor then noted strange implantation of the left implant. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (B)(6) (reference number: (B)(4) on 01-mar-2024. The most recent information was received on 08-jul-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 39 year-old female patient who had essure inserted (lot no. C26940, c26955) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device insertion ("a spasm prevented proper implantation in the fallopian tube" on (B)(6) 2014). The patient had a medical history of parity 2 (born on (B)(6) 2003 and (B)(6) 2005). No myoma, no dysplasia, no viral infection. Concurrent conditions were listed as adenomyosis and cervix inflammation. The only concomitant product mentioned was mirena (levonorgestrel). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced device placement issue ("the left insert is half in the fallopian tube and half in the uterus because a spasm prevented proper implantation in the fallopian tube.") And fallopian tube spasm ("a spasm prevented proper implantation in the fallopian tube"). In 2016 she experienced abdominal pain (seriousness criterion intervention required), menometrorrhagia ("longer menstrual periods - bleeding between menstrual periods - vaginal bleeding"), pelvic pain ("pelvic pain"), intermenstrual bleeding ("metrorrhagia"), heavy menstrual bleeding ("menorrhagia"), vaginal haemorrhage ("spotting"), dyspepsia ("digestive disorder") and cognitive disorder ("cognitive disorder"). In 2017 she experienced diverticulitis ("diverticulitis"). In 2018 she was found to have fibroadenoma of breast ("fibroadenomas of the breasts"). In 2021 she experienced burnout syndrome ("collapsed due to burnout"). In (B)(6) 2023 she experienced achilles tendinitis ("double achilles¿ tendinitis"). In (B)(6) 2023 she experienced elbow tendinitis ("right elbow tendinitis"). On unknown date she experienced fatigue ("chronic fatigued / chronic tiredness"), sleep disorder ("sleep disorder"), a first episode of disturbance in attention ("impaired concentration"), oedema peripheral ("ankle oedema"), mucous stools ("odorous mucous stools") and a second episode of disturbance in attention ("impaired concentration"). The patient was treated with surgery (: total hysterectomy with bilateral salpingectomy via laparoscopy) and physical therapy. Essure was removed on (B)(6) 2024. At the time of the report, the burnout syndrome was resolving and the abdominal pain, menometrorrhagia, fatigue, sleep disorder, latest episode of disturbance in attention, oedema peripheral, mucous stools, diverticulitis and fibroadenoma of breast had not resolved. The outcomes for pelvic pain, intermenstrual bleeding, heavy menstrual bleeding, vaginal haemorrhage, dyspepsia and cognitive disorder were unknown. The reporter considered cognitive disorder, dyspepsia, heavy menstrual bleeding, intermenstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure administration. No causality assessment was received for essure with regard to device placement issue, fallopian tube spasm, burnout syndrome, achilles tendinitis, elbow tendinitis, fatigue, sleep disorder, menometrorrhagia, the first episode of disturbance in attention, oedema peripheral, mucous stools, diverticulitis, fibroadenoma of breast, abdominal pain or the second episode of disturbance in attention. The reporter commented: insertion of two essure inserts on (B)(6) 2014. Increased risk: the left insert is half in the fallopian tube and half in the uterus because a spasm prevented proper implantation in the fallopian tube. Abdominal x-ray on (B)(6) 2014 for follow-up of essure inserts found the inserts to be in place, symmetrical and well-positioned in relation to the uterine cavity and the intrauterine device; in 2016, ultrasound was done for abdominal pain and bleeding between menstrual periods. The doctor then noted the strange implantation of the left implant. I did not notice it in 2016 because it was consistent with the information the gynaecologist gave me verbally in 2014. However, given the information I read on the website of the network for mutual aid, support and information on tubal sterilisation (resist) association, this left insert has a high risk of deteriorating (strained soldering). Request for removal underway. Patient¿s current status: in 2021, I collapsed due to burnout. I slowly got back on my feet over the span of 2 years. I think I have returned to a decent psychological level, but I am still fragile and hypersensitive. In (B)(6) 2023, I was stuck with double achilles¿ tendinitis, then right elbow tendinitis starting in september. I still see a physiotherapist at least once a week. I am noting the most bothersome disorders. On (B)(6) 2024, unremarkable post-operative course stated by a physician. The patient¿s medical, professional and personal life was heavy impacted after essure insertion she had mirena before essure insertion and mirena was not removed. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2014: without contrast: follow-up of essure inserts: the inserts are found to be in place, symmetrical and well-positioned in relation to the uterine cavity and the intrauterine device; on (B)(6) 2024: essure in place; on (B)(6) 2024: no remaining implant [ultrasound scan] (date unknown): for abdominal pain and bleeding between menstrual periods: the doctor then noted strange implantation of the left implant quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 08-jul-2024: medical record received. New event pelvic pain, metrorrhagia, menorrhagia , spotting, digestive and cognitive disorders were added. Lab data added. Medical history & concomitant conditions were added. Concomitant drugs are added. Essure removal surgery name & date details updated. New reporter (lawyer) added. Action taken with drugs (drug withdrawn) added. Patients date of birth added. On 08-jul-2024: patients height added, a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.